Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included common cold, cough, fever, myalgia, chills, fatigue, insomnia, dry cough, tiredness, neck pain, itchy throat, premenopausal menorrhagia, allergic rhinitis, chest pain, itchy eyes, nasal discharge, nasal congestion, rhinorrhea, sinus pain, diarrhea, menses irregular, menses irregular, low back pain and chronic lumbago. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium from (B)(6) 2015 to (B)(6) 2015, escitalopram from (B)(6) 2015, esomeprazole from (B)(6) 2011 to (B)(6) 2015, ethinylestradiol;norgestimate (ortho cyclen) from (B)(6) 2014 to (B)(6) 2015, fluticasone from (B)(6) 2010 to (B)(6) 2015, guaifenesin (mucinex), loratadine from (B)(6) 2013 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) since 2002 to (B)(6) 2010, naproxen from (B)(6) 2009 to (B)(6) 2015, oxycodone (B)(6) 2015, paracetamol (acetaminophen) from july 2015 to (B)(6) 2015, salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015, sodium chloride from (B)(6) 2009 to (B)(6) 2019, sumatriptan succinate (imitrex df) from (B)(6) 2008 to (B)(6) 2015, tramadol from (B)(6) 2014 to (B)(6) 2015 and trazodone from (B)(6) 2009 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract infection ("urinary tract problems"), device dislocation ("migration") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract infection and device dislocation had resolved, the depression, anxiety, migraine, weight increased and post procedural complication outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 (pfs) and (B)(6) 2011 (summons). Current weight 188 lbs. 8 essure rings seen protruding from ostia into uterine cavity on left, 10 essure rings seen protruding from ostia into uterine cavity on right. Discrepancy noted in essure removal date: (B)(6) 2016, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, migraines, menorrhagia, pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: post procedural complication, device dislocation added. Urinary tract problems updated to uti. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included common cold, cough, fever, myalgia, chills, fatigue, insomnia, dry cough, tiredness, neck pain, itchy throat, premenopausal menorrhagia, allergic rhinitis, chest pain, itchy eyes, nasal discharge, nasal congestion, rhinorrhea, sinus pain, diarrhea, menses irregular, menses irregular, low back pain and chronic lumbago. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium from (B)(6) 2015 to (B)(6) 2015, escitalopram from (B)(6) 2015 to (B)(6) 2015, esomeprazole from (B)(6) 2011 to (B)(6) 2015, ethinylestradiol;norgestimate (ortho cyclen) from (B)(6) 2014 to (B)(6) 2015, fluticasone from (B)(6) 2010 to (B)(6) 2015, guaifenesin (mucinex), loratadine from (B)(6) 2013 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) (B)(6) 2002 to (B)(6) 2010, naproxen from (B)(6) 2009 to (B)(6) 2015, oxycodone from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2015, salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015, sodium chloride from (B)(6) 2009 to (B)(6) 2019, sumatriptan succinate (imitrex df) from (B)(6) 2008 to (B)(6) 2015, tramadol from (B)(6) 2014 to (B)(6) 2015 and trazodone from (B)(6) 2009 to (B)(6) 2017. On(B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain "). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and dyspareunia was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2009 (pfs) and (B)(6)2011 (summons) current weight 188 lbs. 8 essure rings seen protruding from ostia into uterine cavity on left, 10 essure rings seen protruding from ostia into uterine cavity on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, migraines, menorrhagia, pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included common cold, cough, fever, myalgia, chills, fatigue, insomnia, dry cough, tiredness, neck pain, itchy throat, premenopausal menorrhagia, allergic rhinitis, chest pain, itchy eyes, nasal discharge, nasal congestion, rhinorrhea, sinus pain, diarrhea, menses irregular, menses irregular, low back pain and chronic lumbago. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium from july 2015 to november 2015, escitalopram from april 2015 to august 2015, esomeprazole from august 2011 to april 2015, ethinylestradiol;norgestimate (ortho cyclen) from october 2014 to april 2015, fluticasone from may 2010 to april 2015, guaifenesin (mucinex), loratadine from january 2013 to april 2015, medroxyprogesterone acetate (depo provera) since 2002 to december 2010, naproxen from january 2009 to april 2015, oxycodone from july 2015 to october 2015, paracetamol (acetaminophen) from july 2015 to october 2015, salbutamol (albuterol hfa) from august 2013 to april 2015, sodium chloride from november 2009 to april 2019, sumatriptan succinate (imitrex df) from september 2008 to april 2015, tramadol from december 2014 to august 2015 and trazodone from january 2009 to december 2017. On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"). In september 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In march 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, bladder disorder and urinary tract disorder had resolved, the depression, anxiety, migraine and weight increased outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 (pfs) and jan-2011 (summons) current weight 188 lbs. 8 essure rings seen protruding from ostia into uterine cavity on left, 10 essure rings seen protruding from ostia into uterine cavity on right. Discrepancy noted in essure removal date (B)(6) 2016, (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, migraines, menorrhagia, pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter added. Essure removal date updated events abdominal pain, general abnormal bleed, bladder disorder and urinary tract added. Outcome of event pain, bleeding, bladder/urinary were updated as resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included common cold, cough, fever, myalgia, chills, fatigue, insomnia, dry cough, tiredness, neck pain, itchy throat, premenopausal menorrhagia, allergic rhinitis, chest pain, itchy eyes, nasal discharge, nasal congestion, rhinorrhea, sinus pain, diarrhea, menses irregular, menses irregular, low back pain and chronic lumbago. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium from (B)(6) 2015 to (B)(6) 2015, escitalopram from (B)(6) 2015 to (B)(6) 2015, esomeprazole from (B)(6) 2011 to (B)(6) 2015, ethinylestradiol; norgestimate (ortho cyclen) from (B)(6) 2014 to (B)(6) 2015, fluticasone from (B)(6) 2010 to (B)(6) 2015, guaifenesin (mucinex), loratadine from (B)(6) 2013 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) since 2002 to (B)(6) 2010, naproxen from (B)(6) 2009 to (B)(6) 2015, oxycodone from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2015, salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015, sodium chloride from (B)(6) 2009 to (B)(6) 2019, sumatriptan succinate (imitrex df) from (B)(6) 2008 to (B)(6) 2015, tramadol from (B)(6) 2014 to (B)(6) 2015 and trazodone from (B)(6) 2009 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation ("migration"), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract infection ("urinary tract problems") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, bladder disorder and urinary tract infection had resolved, the depression, anxiety, migraine, weight increased and post procedural complication outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 (pfs) and (B)(6) 2011 (summons) current weight 188 lbs. 8 essure rings seen protruding from ostia into uterine cavity on left, 10 essure rings seen protruding from ostia into uterine cavity on right. Discrepancy noted in essure removal date (B)(6) 2016, (B)(6) 2015 patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2009: total bilateral occlusion. Lot number: 645014 manufacturing date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included cold, cough, fever, myalgia, chills, fatigue, insomnia, dry cough, tiredness, neck pain, itchy throat, premenopausal menorrhagia, allergic rhinitis, chest pain, itchy eyes, nasal discharge, nasal congestion, rhinorrhea, sinus pain, diarrhea, menses irregular, menses irregular, low back pain and chronic lumbago. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), docusate sodium from (B)(6) 2015 to (B)(6) 2015, escitalopram from (B)(6) 2015 to (B)(6) 2015, esomeprazole from (B)(6) 2011 to (B)(6) 2015, ethinylestradiol; norgestimate (ortho cyclen) from (B)(6) 2014 to (B)(6) 2015, fluticasone from (B)(6) 2010 to (B)(6) 2015, guaifenesin (mucinex), loratadine from (B)(6) 2013 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) since 2002 to (B)(6) 2010, naproxen from (B)(6) 2009 to (B)(6) 2015, oxycodone from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2015, salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015, sodium chloride from (B)(6) 2009 to (B)(6) 2019, sumatriptan succinate (imitrex df) from (B)(6) 2008 to (B)(6) 2015, tramadol from (B)(6) 2014 to (B)(6) 2015 and trazodone from (B)(6) 2009 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain "). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dyspareunia was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 (pfs) and (B)(6) 2011 (summons). Current weight (B)(6). 8 essure rings seen protruding from ostia into uterine cavity on left, 10 essure rings seen protruding from ostia into uterine cavity on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded.; on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, migraines, menorrhagia, pelvic pain. Dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet and medical records received. Lot number added. Event pelvic pain make incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain. Outcome of event pelvic pain were updated. Reporter information, aka name, concomitant drug, medical history, lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.